Manufacturer narrative:
(B)(4). Inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm), incorrect technique/procedure (treatment of a pre-operatively ruptured aneurysm), device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), operational context contributed to event (treatment of a pre-operatively ruptured aneurysm).

Event description:
An endurant stent graft and another manufacturer's stent graft were implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm approximately three weeks ago. The aortic neck measured 20mm in diameter and 2cm in length. It was reported that the patient was hemodynamically unstable with the pressure continuously dropping. The physician elected to implant an endurant stent graft to resolve the rupture and to stabilize the patient's pressure. The patient expired intra-operatively. No further information is available.